Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during infusion the qsyte was discovered to be broken and leakage occurred with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, translated from (B)(6) to english: on 12:50, december 3rd, the q-syte was broken during the infusion time, resulting in the leakage of infusion. The nurse immediately replaced the q-syte, clothing and bed unit. No adverse consequences.

Event description:
It was reported that during infusion the qsyte was discovered to be broken and leakage occurred with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, translated from chinese to english: on 12:50, december 3rd, the q-syte was broken during the infusion time, resulting in the leakage of infusion. The nurse immediately replaced the q-syte, clothing and bed unit. No adverse consequences.

Manufacturer narrative:
H.6. Investigation summary: a complaint history check was completed, and this is the 3rd complaint of leakage for material 385102 & batch 8239956. With no sample or photo, and based on the customer¿s description, it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the manufacturing process. Customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause. Risk to the end user is established based on occurrence and severity of the defect as related to a specific failure mode in the manufacturing process and the effects of that failure. The risk could not be evaluated in the absence of the identity and the root cause (or for the unconfirmed defect in the absence of the root cause) as there are multiple failure modes associated with the reported defect. H3 other text : see section h.10.